Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became cracked. A new cartridge was loaded onto the pump and insulin delivery was resumed. Customer's blood glucose level was 126 mg/dl.